Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's drive support cap came out. He ended up receiving assistance from the paramedics at a local football game on (B)(6) 2015 for his low blood glucose level. Customer's blood glucose level was 22 mg/dl. He was not hospitalized. The customer was wearing the insulin pump at the time of the event. The customer was advised that the device would be replaced and agreed to return the product for analysis.